Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the emergency room. The patient was lost to follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to low batter status, further troubleshooting could not be performed. The device was explanted and replaced on (B)(6) 2016. No further information was available.